Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "off-label use of septal occluder devices for recurrent tricuspid regurgitation following teer", was reviewed. The article presented a case study of a 74-year-old female patient with a history of coronary artery disease, chronic obstructive pulmonary disease, type 2 diabetes, hypertension, chronic atrial fibrillation, and severe cardiac implantable electronic device-related tricuspid regurgitation (tr) secondary to septal leaflet impingement by a right ventricular pacing lead. Two triclips were implanted on an unknown date. One year later the patient presented with acute decompensated right-sided heart failure. Transesophageal echocardiogram demonstrated a large coaptation defect between the two clips, which resulted in torrential tr. The decision was made to close the defect with a "26mm amplatzer postinfarct muscular vsd occluder". The occluder was implanted. The tr grade reduced to moderate. The patient initially reported symptomatic improvement. However, progressive right heart failure in the following weeks led to multiple hospital readmissions. The patient required escalating doses of diuretics and a course of levosimendan. The patient also developed mild to moderate tricuspid stenosis. On an unknown date a tricuspid valve replacement using a bioprosthetic valve was performed. The patient's postoperative course was complicated by pneumonia and sepsis. Ultimately the patient passed away under palliative care 6 week postoperatively. [The primary and corresponding author was firas jaly, department of cardiology, marien hospital witten, marienplatz 2, witten 58452, germany, with corresponding e-mail: fhjaly@gmail.com.]

Manufacturer narrative:
A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported heart failure, tricuspid stenosis, pneumonia, sepsis, and death could not be conclusively determined. The reported off-label use was related to implanting the amplatzer muscular vsd occluder into the tricuspid valve. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as the patient was admitted, medication was administered, and subsequently underwent surgical valve replacement procedure. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. It should be noted that per the instruction for use (IFU), indications: the amplatzer¿ muscular vsd occluder is indicated for patients with a muscular ventricular septal defect.". Literature attachment: off-label use of septal occluder devices for recurrent tricuspid regurgitation following teer b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "off-label use of septal occluder devices for recurrent tricuspid regurgitation following teer", was reviewed. The article presented a case study of a 74-year-old female patient with a history of coronary artery disease, chronic obstructive pulmonary disease, type 2 diabetes, hypertension, chronic atrial fibrillation, and severe cardiac implantable electronic device-related tricuspid regurgitation (tr) secondary to septal leaflet impingement by a right ventricular pacing lead. Two triclips were implanted on an unknown date. One year later the patient presented with acute decompensated right-sided heart failure. Transesophageal echocardiogram demonstrated a large coaptation defect between the two clips, which resulted in torrential tr. The decision was made to close the defect with a "26mm amplatzer postinfarct muscular vsd occluder". The occluder was implanted. The tr grade reduced to moderate. The patient initially reported symptomatic improvement. However, progressive right heart failure in the following weeks led to multiple hospital readmissions. The patient required escalating doses of diuretics and a course of levosimendan. The patient also developed mild to moderate tricuspid stenosis. On an unknown date a tricuspid valve replacement using a bioprosthetic valve was performed. The patient's postoperative course was complicated by pneumonia and sepsis. Ultimately the patient passed away under palliative care 6 week postoperatively. [The primary and corresponding author was firas jaly, department of cardiology, (B)(6).